Manufacturer narrative:
MFR's report date 10/22/97. Visual and functional tests were performed. Upon receipt, the replace battery message was displayed on the lcd in both the ac and dc modes. The replace battery message is explicit that the pump only be used on ac and that the biomedical department be contacted. When the unit was turned to dc power an audible alarm was sounded. This is in accordance with design specs. The unit met all other functional specs. The hosp was in-serviced on battery maintenance. During this in-service the hosp advised there was no audible alarm when the pump shut down. MFR was unable to duplicate this problem. The MFR requested pt info, none was available.

Event description:
During transport of a cardiothoracic pt, the pump shut down. Hosp stated that when the pump was unplugged for the transport there was an alarm and a message advising them the battery was low. Hosp stated they decided to ignore this message because the pump had been plugged into an ac outlet overnight. At the time of the incident, nipride was being infused on channel a, no other channel was in use. There were no pt consequences.